Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter entanglement on guidewire occurred. The target lesion was located in an ostial right coronary artery (rca). An opticross¿ imaging catheter was selected for use. During a percutaneous coronary intervention (pci), the physician had the imaging catheter down over the unknown guide wire and was doing a manual pull back in the ostial rca. Basically, the physician was trying to pull the opticross¿ imaging catheter back out after doing the intravascular ultrasound (ivus) run; however, the unknown guide wire and opticross¿ imaging catheter entangled. The physician lost wire access and had to pull out the imaging catheter and unknown guide wire together. The physician opened a new opticross¿ imaging catheter and the procedure was completed. No patient complications were reported and patient is fine.